Event description:
Drive devilbiss is the initial importer of this device which is a knee walker. Drive was notified by a service provider of an incident involving this device in which there was an alleged "break in the primary weld". The end-user reportedly sustained an unknown injury. We have received no further information. We are seeking more specific information regarding the injury, return of the device, and information required for this report and our investigation, and will update this report promptly. The service provider in question rents these knee walkers to patients for use. .